Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the long bipolar grasper instrument was found to have a broken cable. A similar backup da vinci instrument was used to continue with the case. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument to have a broken conductor wire at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was also found to have a broken bipolar yaw pulley. A broken piece was missing and size was approximately .035¿ x .0735¿. The failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.